Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the connector pin was bent. The recharger was not charging. There were no patient symptoms reported. Additional information: it was reported the patient turned off their ins when he had cancer surgery in 2015 (unrelated to implant), and kidney was taken out /opposite side of implant. Patient noted gaining weight after the surgery and that his pain increased since then, and he takes way too many pill/pain meds. Patient also mentioned the implant was sporadically working prior to that as well, which included problems recharging. The patient reported last charging session was more than one to three months ago, redirected to follow up with healthcare provider (hcp) to address possible overdischarge. Patient stated he had called before regarding being unable to recharge. The patient noted that the previous replacement part did not resolve the issue in regards to recharging the implant. The patient also stated he would want a nonchargeable battery next time. The patient also mentioned he doesn't drive due to seizures and patient confirmed unrelated to implant. No further complications were reported. No additional patient symptoms were reported.